Event description:
According to the reporter: the client is reporting that the balloon burst during utilization in the patient abdomen. No additional information was available at this time.

Manufacturer narrative:
Date initial report sent: 06/30/2008.